Event description:
The customer reported to beckman coulter, inc (bci) that erroneously low sodium (na) results were obtained on their synchron cx5 delta clinical analyzer instrument and the results were reported out of the lab. Prior to the event, the ise (ion-selective electrode) sys was calibrated and the qc (quality control) results were within the lab's established ranges. Several hours into routine operation of the analyzer, low na results were produced, reported out and later questioned by the medical staff. The customer recalibrated the ise sys and performed qc runs before repeating analysis of the pt samples and higher na results were obtained for several samples. Eleven (11) amended results were reported out of the lab. The customer only provided three (3) out of the eleven (11) results as examples of the sample data. While there is no report of any adverse event or serious injury related to this event, it is not known if there was any modification to pt treatment.

Manufacturer narrative:
A beckman coulter fse (field svc engineer) was not dispatched to the site since one was not requested by the customer. The problem was resolved by recalibration of the sys by the customer. Since the MFR (bci) did not evaluate or test the sys, a definitive root cause was not determined. This is 1 of 11 medwatch reports which are related to this event. The related mdrs are as follows: 2050012-2011-02451, 02452, 02453, 02454, 02455, 02456, 02457, 02458, 02459, 02460. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 and 10/23/2010 for add'l reportable events.